Event description:
It was reported that an advantage transvaginal mid-urethral sling system was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not reported any complications or complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.